Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, both front and rear response buttons were not functional. The cause for the failure was caused by the front and rear response button domes were damaged. The root cause of the damaged domes cannot be positively identified. There was no adverse event that resulted from the damaged monitor.